Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device noted scratches on the header. The device case was opened and the battery was removed and internal visual inspection showed no anomalies. Device battery was sent for evaluation and was found depleted with no battery related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.